Manufacturer narrative:
A sensor replacement alert was first presented to the user on (B)(6) 2024, day 97 after insertion. The sensor was returned and tested in-house, and the testing results showed that sensor (B)(6) experienced an led short, a drop-off in led output intensity in the signal and reference channels. The system's self-test functions worked normally by disabling the sensor due to the detected performance failure and by triggering the error code. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 10 december 2024. D4.updated additional device information. G3.date received by the manufacturer? 10 december 2024. H3.device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 12 september 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.